Event description:
It was reported that in the intermediate ICU when removing the swg from the catheter after insertion, the swg unraveled and broke. The swg was removed without surgery and the pt was satisfactory. There was no reported delay death or complication to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.